Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a cs 088 watchdog alarm on 22-sep-2018. During testing, the pump was powered on to the verify screen. The pump ez-prime steps were performed correctly and was exercised for 12 hours with no call service alarms occurring. The complaint of a cs 088 call service alarm issue was shown in the history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.